Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 38 continued to appear on an ilet bionic pancreas despite multiple restarts, indicating a malfunction associated with the pump¿s electronics or software, and a replacement device was provided while the user¿s blood glucose was reportedly unaffected and the cgm remained usable. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health and no medical intervention. Investigation included customer support troubleshooting, user education on shutdown procedures, data sync guidance, and replacement logistics. Investigation of this device revealed a persistent device malfunction consistent with a recurring alarm condition without impact to blood glucose control, with no additional component-specific failure confirmed due to lack of device analysis. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.